Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis were not reported. On the same day as onset, the patient was hospitalized for the event. Nine days after the peritonitis onset date, pd therapy was discontinued. On an unreported date, due to the recurrent peritonitis, the patient was transferred to hemodialysis. At the time of this report, the patient was recovering from the event. No additional information is available.